Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 2.75mm in diameter target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. Pre-dilatation was performed several times wtih a 2.50 x 15 nc emerge balloon catheter. A 2.50x32mm synergy ii drug-eluting stent was advanced but failed to cross the mid part of lad. The device was removed from the patient's body and it was noticed that the middle of the stent struts were displaced. The procedure was completed with a 2.50 x 28mm synergy stent. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. The device was not returned for product analysis. However, one photo image of the device was received and the photo shows a crimped stent presenting damage in the mid stent region with struts lifted and pulled in a distal orientation.

Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radia artery. The 2.75mm in diameter target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. Pre-dilatation was performed several times wtih a 2.50 x 15 nc emerge balloon catheter. A 2.50x32mm synergy ii drug-eluting stent was advanced but failed to cross the mid part of lad. The device was removed from the patient's body and it was noticed that the middle of the stent struts were displaced. The procedure was completed with a 2.50 x 28mm synergy stent. There were no patient complications reported and the patient's status was stable.